Event description:
No additional information received from the customer

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the final investigation. Following field was update: d9, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. The root cause could not be identified. According to the investigation, reasonably known information suggested that the probable causes of the reported issue were due to probable caused by damage or deterioration of parts due to wear and tear, without any design or manufacturing issues. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the visera cysto-nephro videoscope displayed that the insulation was off the distal tip. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.